Event description:
On (B)(6) 2026, a patient underwent transjugular implantation of a long term dialysis catheter. On the day of the procedure and the following day, the patient experienced significant bleeding. Clinical evaluation ruled out improper use, patient coagulation disorders, and nursing related factors. However, recurrent blood seepage was observed at the catheter connection site, rendering the catheter unsuitable for normal dialysis use. As a result, dialysis treatment was disrupted. Following assessment, the issue was suspected to be catheter related, and the dialysis catheter was replaced with a new one to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.